Event description:
It was reported that this patient received inappropriate shocks for supraventricular tachycardia (svt) that was not successfully converted. Sensing was normal, however there were a few noise markers. It was discussed that it is unknown if exercise template would improve the device discrimination. The system is still in service at this time. No adverse events were reported.